Event description:
The ge oec 9800 fluoroscopy sys was reported to be loosing images from memory and issues with right monitor with burn-in.

Manufacturer narrative:
A ge oec svc rep investigated the issue and performed a single board computer upgrade. Associated pcbs, software and components were replaced for compatibility. Additionally, the monitor was replaced for crt burn- in. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.